Manufacturer narrative:
Two samples from the patient were submitted for investigation and tested on an e601 module at the investigation site. The customer's high troponin t hs stat results were reproduced during the investigation. Investigation is ongoing.

Manufacturer narrative:
During further investigation of the patient sample, the presence of an interfering factor could be excluded as a root cause. Based on the results of the serum fractionation test, the troponin t hs stat results are considered to be true positive. The origin of troponin t in the patient sample needs to be addressed from a clinical point of view. A product problem was not found.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer questioned high results for 1 patient tested for troponin t hs (high sensitive) stat (short turn around time) ¿ troponin t hs stat on a cobas 6000 e 601 module. The patient has been tested multiple times on the e601 module and the results were always positive and reproducible even on separate sample tubes. The patient had a troponin t hs stat result of 933 ng/l on the e601 module. The sample was tested by the abbott troponin I high sensitive method and the result was 12 ng/l. These results are from 2 different assays from 2 different manufacturers and have different intended uses. The customer is questioning why the troponin t hs stat result is so high based on the patient's clinical picture. An additional sample was obtained from the patient on 08-sep-2017 and the result was approximately 900 ng/l on the e601 module. There was no allegation that an adverse event occurred. The e601 module serial number was not provided. On (B)(6) 2017 the patient received an injection of nivolumab (immunotherapy). After that injection, the patient had myositis. The customer thinks there may be an auto-antibody in the sample.